Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was unable to be interrogated. Additionally, the patient experienced syncope. The device was explanted to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the device was replaced.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.